Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Cause of peritonitis was unknown. The patient was hospitalized for peritonitis and shortness of breath. Cause of shortness of breath was unknown. Treatment was not reported. On an unknown date, pd therapy was discontinued and the patient began hemodialysis. At the time of this report, the patient was recovering from the peritonitis. Additional information was requested, but is not available at this time. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13d16029 and h13c13085 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should relevant additional information become available, a follow-up report will be submitted. Same patient as (B)(4).